Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were not reported. A catheter revision was reported and the drug concentration was being changed from 40mg/ml to 5mg/ml. The pump was currently at minimum rate. No patient symptoms reported.